Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the reason for the cracked screen was unknown and the display issue was blocking the graphics and text. Customer¿s blood glucose was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.